Event description:
The account alleged the bed has a loose ground pin on the power cord and the bed was showing ground loss. No pt impact.

Manufacturer narrative:
The technician found the power cord had been cut. The technician replaced the power cord to resolve the issue.